Event description:
It was reported that the patient's lead have shifted. It was also noted that the patient was not getting pain relief. The patient underwent a revision procedure wherein the lead was advanced and patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5103249.